Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer experienced a high blood glucose level of 500 mg/dl. The customer's blood glucose would go from 229 mg/dl to 500 mg/dl. Customer corrected with the insulin pump and her blood glucose went from 300 mg/dl to 465 mg/dl. Customer treated with a manual does about 30 minutes ago. Customer has tried to change the infusion set but has problems during fill tubing where she would not get any drops of insulin. Customer was able to get the insulin drops and put on the infusion set. Customer declined troubleshooting for the high blood glucose level. The product was not returned for analysis.